Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No drive or motor anomalies, or unexpected motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor anomaly. The customer's blood glucose was 13.8 mmol/l at the time of the incident. It was stated that the insulin goes back into the reservoir when in use. Troubleshooting was provided and no issues were found. The insulin pump will be returned for analysis.